Manufacturer narrative:
Device evaluation not completed, but anticipated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was recieved. The healthcare provider reported there was a negative impedance on all 3 combinations, it was checked several times and they could not determine if it was the battery or the lead. It was reported the battery was bad.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1l8qe, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that during an impedance check, they got >4000 on all #3 combinations. The amplitude was turned up and it was ran multiple times. The lead was then pulled and started over again on a new lead, and they ended up getting >4000 on all 3 combinations. They then tried everything including turning lights off and increasing amplitudes. They then tried a new battery and there were no change in impedances. The physician did not want to pull another lead so they programmed around all 3 combinations. The issue was reported to be resolved at the time of the report. The manufacturer representative was not aware of any environmental/external/patient factors that may have led or contributed to the issue. No patient symptoms were reported. No further complications were reported/anticipated. See related MFR report 3004209178-2017-26558.

Manufacturer narrative:
Below are the analysis findings and test results: the implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.